Event description:
A malfunction was reported by the customer, identified with a displayed malfunction code as malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and therefore, there was no adverse impact to their blood glucose level. Technical support assisted the customer by providing pump reset instructions, which resolved the malfunction as it did not recur after resetting. The customer was advised to continue using the pump and to call back if any future malfunction codes appear.